Event description:
It was reported that a patient presented in-clinic. Upon interrogation, it was noted that the patient's implantable cardioverter defibrillator was in back-up vvi (bvvi) mode due to event queue overflow. Back-up defibrillation therapy was not available during the bvvi episodes. Corrective programming changes were made to restore the device function. No patient consequences or symptoms were reported.